Event description:
It was reported by the cusotmer's mother, that the customer received a battery out limit alarm. It was also reported that the customer had high blood glucose levels, and had to treat with a manual injection. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.